Event description:
A nurse reported the system would not perform phacoemulsification with the 30 degree tip. The handpiece and phaco tip were switched out, but the issue persisted. Following a 5-10 min delay, the system was switched out and the case was completed with no impact to the pt.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).